Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500 form.

Event description:
It was reported by an attorney that the patient underwent a ventral hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent removal of the mesh on (B)(6) 2016 and it was revealed that the mesh was adhered to the bowel. It was reported that the patient continues to experience pain, nausea, diarrhea, chills, inflammation, loss of appetite and weight loss. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 05/12/2024. Additional b5 narrative: it was reported that following the procedure the patient experienced small bowel obstruction and abdominal pain. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.